Event description:
The patient contacted lfs alleging that their one touch ultra meter was reading inaccurately high compared to their normal readings/feelings. The patient reported obtaining a 386 mg/dl on the reported meter, while having no symptoms of high or low blood glucose levels. The patient exercised following the use of the meter. They decided to visit their physician's office. There was no evidence of tests or treatment at the physician's office. Patient's medication was changed due to the elevated results. The customer service representative discovered through troubleshooting that the patient had been incorrectly cleaning the puncture area. The csr walked the patient through two consecutive control solution tests and both results fell outside the specified range. The patient neither alleged harm nor experienced injury or medical intervention. Issue was not resolved through troubleshooting. Patient's meter, test strips, and control solution were replaced.